Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the d5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(B)(6).

Manufacturer narrative:
(B)(4). Date sent: 05/25/2010.

Event description:
It was reported that during an unknown procedure, the trocar was leaking pneumo. Another device was used to complete the procedure. There were no adverse consequences for the patient.